Manufacturer narrative:
(B)(4). Additional device info: information anticipated, but unavailable at this time. Additional information: what shape were clips that did not form properly? N/a. Was cholangiogram done on procedure? No. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? N/a. Was the clip fully advanced into the jaws prior to firing? No. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? No. Was there any torquing or twisting of the device present at the time of firing? N/a. Was any unexpected resistance felt while firing the trigger? N/a. Were any unexpected noises heard? If so, when? N/a. Was clip fired over another clip or hard structure? N/a. Was the device fired after this incident in or out of the patient? Fired outside to see a good clip and then used to finish procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. A clip with gap was returned inside a bag along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed nine clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip appliers malfunctioned and would not form a clip properly. There were no patient consequences. Case completed with a third device of the same product code.